Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels reaching 17 mmol/l (306 mg/dl) while wearing the pod. The pod was removed and the cannula was noted to be bent. No information was provided on the type of treatment received at the hospital.